Manufacturer narrative:
No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause at this time. If samples, photos or additional information become available, bd will re-open and investigate accordingly. A production record review was completed for batch/lot 0314360 and there are no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. No further actions are required. This failure will continue to be tracked and trended.

Event description:
It was reported by the distributor that the device was dirty/stained. Per report: dirty/stained.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the distributor that the device was dirty/stained. Per report: dirty/stained.